Event description:
It was reported that on (B)(6) 2015 the surgeon was attempting to fuse the ankle joint using the ankle fix tt plate. Upon removing the 3.2 screw in drill guides the surgeon noticed that the threads had fractured off of the tip of the drill guide in the proximal hole. The threads were still in the plate but he was able to safely remove them without any issue. The surgeon suspected that he might have applied too much compression which could have potentially led to the fracture of the drill guide. The surgeon did not believe that this affected the outcome of the case.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Trend analysis: no trend identified. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: it was reported that upon removing the 3.2 mm threaded drill guides the surgeon noticed that the thread of one drill guide had fractured off in the proximal hole. The threads were still in the plate but the doctor was able to safely remove them without any issue. The surgeon suspected that he may have applied too much compression which could have potentially led to the fracture of the drill guide. No other documents were available. Devices analysis: the affected 3.2 mm drill guide (with red marking) was returned for investigation. The visual examination showed that the threaded part of the 3.2mm drill guide was broken. The broken part was not returned for investigation. Furthermore, the device showed circular marks on the shaft surface and on the head of the device. The inner hole of the 3.2mm drill guide did not show any abnormality. Review of internal documents: the surgical technique of ankle fix system 4.0 explains the use and insertion of the 3.2mm threaded drill guide. "Application of compression/distraction device: remove any k-wires that were used for temporary plate or bone positioning. While holding the device in a proximal/distal direction as marked on the device, insert the two 3.2 mm threaded drill guides (with red markings) through the holes in the proximal and distal arms of the compression/distraction device, and thread the guides into the plate holes directly above and below the slotted hole." Possible causes for the reported event: fracture of instrument due to general corrosion. Not possible as no corrosion found during investigation. Damaged instrument due to surgeon or staff unfamiliar with instrument usage and handling. Possible as the surgeon suspected that he may have applied too much compression which could have potentially led to the fracture of the drill guide. Instrument breaks due to off-label / abnormal-use. Possible as even when it was reported that the surgeon did follow the surgical technique, it could not be excluded that the steps were not followed as the device was finally broken. No surgical report was received that showed the surgical procedure. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, there are several factors which may have contributed to the reported event. Too much force applied on the compression device. The positioning of the threaded drill guide was not according to the surgical technique. The user was not able or not familiar with the surgical procedure. The surgeon has to define by himself the compression which will be applied. This is related to the patient bone condition and structure. On the device itself there are no settings given about the compression. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).